Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call battery out limit alarm and high blood glucose levels. Customer¿s blood glucose level was 600 mg/dl. Customer advised they would treat via bolus delivery. Troubleshooting for battery out limit was performed. Customer placed a new battery and cleared the battery out limit alarm. Customer declined to troubleshoot for high blood glucose levels.